Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator.

Event description:
The patient reported a loss of stimulation as of about a week prior to date notified. It was stated that their right hand is shaking like it did prior to having implant surgery, and that their left hand is shaking a bit. The device has not been checked with the patient programmer (pp) and it was confirmed that the healthcare professional (hcp) has not given any restrictions so the patient can make adjustments on their own. It was then confirmed that the left side implant was off, with the patient noting they did not turn therapy off. The right side implant was also confirmed to be on and set to 1.50v. The patient's indication for implant is essential tremor and movement disorders. See related regulatory report 3004209178-2017-05421.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.